Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a cartridge alarm (alarm 30) during basal delivery. Blood glucose was between 150-199 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.